Event description:
Consumer reported receiving "burns" associated with using spectramed reusable self-adhering electrodes for use with tens and nmes. Complainant reports on-going burning and injury since "january on february", but they have yet to see their doctor.